Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. However, stent thrombosis is known risks associated with endovascular procedures and noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that a patient with a minor stroke of left middle cerebral artery (rate of stenosis 100%) was treated 2 times with percutaneous transluminal angioplasty (pta) and stenting with the subject device. In-stent thrombosis with the subject device occurred during the procedure and was resolved by pta intervention. In-stent thrombosis occurred two more times 5 days and 8 days after the procedure and was resolved by pta intervention. The patient was discharged one month after the procedure with a modified ranking scale (mrs) of 1. Antiplatelet agents regiment was administered to the patient before, during procedure and at discharge.

Manufacturer narrative:
Subject device was implanted.

Event description:
It was reported that a patient with a minor stroke of left middle cerebral artery (rate of stenosis 100%) was treated 2 times with percutaneous transluminal angioplasty (pta) and stenting with the subject device. In-stent thrombosis with the subject device occurred during the procedure and was resolved by pta intervention. In-stent thrombosis occurred two more times 5 days and 8 days after the procedure and was resolved by pta intervention. The patient was discharged one month after the procedure with a modified ranking scale (mrs) of 1. Antiplatelet agents regiment was administered to the patient before, during procedure and at discharge.